Event description:
A (b)(6 old male patient contacted zoll lifecor customer support to report that there were wires exposed next to the electrode with the red velcro. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. The cause of the arrhythmia alarms was due to a cut in the cable from ECG c to the distribution node. The defective cable caused a flat line on the fb and ss channels. The root cause of the cut in the cable cannot be positively identified, but was likely due to excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.